Event description:
It was reported that 10 syringe s2 5ml 22ga 1-1/4in bd china experienced leakage at connection site/tip/luer of syringe cracked/damaged/deformed/bent. Product defects were noted during use. The following information was provided by the initial reporter: when the nurse was operating, the connection of the tip of the barrel and the needle seat leaked and collapsed, resulting in the waste of medicine.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1902193 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, four picture samples were provided for evaluation by our quality team. Through examination of the pictures, leakage was unable to be identified. Our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were tested for leakage and no defects were observed. Based on the investigation results, an exact cause could not be determined for this incident. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 syringe s2 5ml 22ga 1-1/4in bd (B)(4) experienced leakage at connection site/tip/luer of syringe cracked/damaged/deformed/bent. Product defects were noted during use. The following information was provided by the initial reporter: when the nurse was operating, the connection of the tip of the barrel and the needle seat leaked and collapsed, resulting in the waste of medicine.